Manufacturer narrative:
The customers report of leaking from the disc in the filter was confirmed. The set was visually inspected and no anomalies were observed. Functional testing confirmed leaking from both the top vent and bottom vent of the 0.2 micron filter. The root cause could not be determined.

Manufacturer narrative:
Medical device: spike; spiro connector, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that after receiving etoposide, fluids were infusing and the low sorb tubing was leaking from the disk in the filter. There was no patient harm. Received a copy of the customer's medwatch report from FDA, which states the low sorb tubing found to be leaking from the disk in filter. Tubing was changed, there was no harm to patient."